Event description:
A physician reported that due to the adc readings "measuring incorrectly" a patient mistreated with insulin and injected herself incorrectly and reportedly had to go to a local hospital. It is not known how much insulin the patient took and no specific symptoms or adc meter readings were reported. No other information regarding this event, no diagnosis or specific medical treatment was reported. In addition, the physician stated she will be on vacation for three weeks and will be unable to be reached to clarify the medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.